Manufacturer narrative:
(B)(4). (B)(6). Device manufacture date: december 22, 2015- december 23, 2015. The device was received for evaluation. Visual inspection revealed that the source of the leak was an untightened blue winged luer cap. The cap was tightened, and a functional leak test was performed. No signs of leakage were observed. The reported condition was verified, but the product was found to perform to specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking. There was no patient involvement. No additional information is available.